Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head did not display an image and instead showed colored lines. The issue occurred during inspection for use. There were no reports of patient harm.